Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered pelvic pain, pain with intercourse, vaginal odor, pain with walking, exercising, and sitting, swelling and bleeding, problems with bowel movements, and incontinence. No further info has been provided.